Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient received an inappropriate shock due to oversensing signals that did not appear to be physiologic. The patient is in the emergency room and is very sick for unrelated issues. The patient received one shock, and 2 instances that the shocks were aborted. The patient is dependent and the physician increased the base rate to 70, and the patient is doing better in a paced rhythm. Programming changes were made and the patient is trying to stabilize the patient to explant the device. Few days later the device was explanted and replaced. During the procedure, patient went into chb.

Manufacturer narrative:
The device was tested on the bench and found to be normal. Longevity estimations show the battery voltage was normal based on device usage.